Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received pump error 82 during testing. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests or verify pump error 81 due to the pump error 82. Thus, software was utilized and downloaded trace/history files properly. However, in further full review the pump history found multiple pump error 82 on (B)(6) 2025 21:01:38.000, on (B)(6) 2025 21:01:52.000 and pump error 81 on (B)(6) 2025 21:01:38.000. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube). Pump error 82 during testing and pump error 82 and 81 alarms confirmed on event date in pump file history download, the motor may have had an intermittent failure that was not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 81(the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was), pump error 82(the hrm task did not grant motor power in reasonable time), sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l. Troubleshooting was performed and the customer was able to clear the alarm and was able to rewind the pump with the displacement test passed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device was returned.